Manufacturer narrative:
(B)(4).

Event description:
The allegation was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The root cause was determined to be a low battery that led to a transmitter failure. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Data was provided for investigation. The problem was confirmed. The root cause could not be determined post investigation. No injury or medical intervention was reported. It was reported that a transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed, and the test failed with 0 voltage. A review of the share logs was performed and a transmitter failed error was found within the investigation window. The probable cause was determined to be a low transmitter battery. No injury or medical intervention was reported.